Event description:
The customer stated she went to the ER. The reason and symptoms for going there were not identified. Her blood glucose reading at the hospital and from the paramedics was 400mg/dl. She was given insulin. She did have a urinary tract infection. Customer was concerned that the blood glucose readings on her contour next had not indicated her level was that high. Specific readings were not provided. The customer was advised to return the test strips for evaluation. Strip information was not provided. New meter and strips were sent to her.